Manufacturer narrative:
This report is submitted on october 20, 2020.

Event description:
Per the clinic, the patient experienced skin issues with the abutment. The patient was placed under general anesthesia (specific date not reported), in order to remove the abutment.